Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that abnormal image was suspected to be caused by internal defects in the cable connector. The image disappeared and an e222 communication error was noted when the plug part was moved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to field service engineer, that the 4k autoclavable camera head had no image when it was connected. The issue occurred during preparation for use for a laparoscopic surgery and it was completed with another device. The delay was less than 15 minutes. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "health professional" and "company representative" were inadvertently selected in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely cable failure cause the e222 error due to a defective video connector. However, a definitive root cause cannot be established. The event can be prevented by following the instructions for use which states: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.